Event description:
It was reported that during the surgical procedure, the bipolar maryland tip forceps instrument no longer moved. The surgical staff was unable to remove the instrument from the trochar and a small instrument fragment fell into the patient. The fragmented component was successfully retrieved. The instrument and trochar were removed from the patient simultaneously, and the surgical staff was then able to remove the instrument from the trochar. The planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the main tube to proximal clevis interface. The clevis was dislodged from the main tube as a result of the breakage. Both the clevis and main tube were missing pieces. As indicated in the complaint notes, the fragmented component was successfully retrieved.